Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a clinical study that, on (B)(6) 2017 the patient complained of pain at their implantable neurostimulator (ins) site and that it felt warm around the device site. Later, on (B)(6) 2017 the patient stated all stimulation programs were painful and causing lower back pain with radiating down leg pain, which ceased upon turning off the stimulation. It was noted that the issue was resolved with reprogramming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.